Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the site that the patient was implanted with a right ventricular assist device (rvad) due to severe right heart failure secondary to non-ischemic cardiomyopathy (nicm). It was also stated that the patient also had multiple other comorbidities. It was further stated that the patient began to exhibit signs of potential clot formation including high watts as well as multiple other worsening comorbidities over the weekend of (B)(6) 2017 and patient remained in the intensive care unit (ICU). Heparin administration was considered but unclear if given, family opted for comfort care (possibly on (B)(6)). Time and exact circumstances surrounding death are unknown. No additional information available.

Manufacturer narrative:
Corrected: previous report from (B)(6) 2017 to (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the high-power event can be attributed to multiple factors including but not limited to thrombus formation/ingestion, high flows, high rpms. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.